Event description:
It was reported the pt had the device removed due to an infection.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.